Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable causes may include kinks, leaks or blockages. The IFU offers further guidance. No lot/serial number has been provided, therefore a review is not possible. A complaint history review was performed for the product and failure mode reported, there have been further instances. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during npwt utilizing a renasys touch and canister, an alarm for full occurs even though the canister is not full. This problem was solved by exchanging the three canisters. There was no patient harm. No delay information.